Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced inadequate pain relief despite reprogramming. Subsequently, surgical intervention was undertaken on 4 september 2018 to explant the lead located at t12. Effective stimulation was restored following the procedure.